Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant the leadless implantable pulse generator (ipg) thresholds were elevated. The ipg was programmed off and was replaced. No patient complications have been reported as a result of this event.